Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a pedicle screw was placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the misplaced screw was detected by the surgeon with fluoroscopic imaging during the surgery, and the screw was repositioned to the intended location during the same surgery. The outcome of the surgery was successful, with all screws placed to their intended positions at the end of the surgery. There was no actual harm/negative clinical effect to the patient due to the incorrect screw placement, nor was there any direct (or increased) risk of harm to a critical structure due to the incorrect screw placement. There was no prolongation of surgery/anesthesia due to the problem; there were no further medical/surgical remedial actions necessary, done, or planned for this patient, and hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the reported misplacement of the left t4 screw is due to a level (vertebra) mismatch of point planning and acquisition of points by the user for patient anatomy registration to navigation that did not follow brainlab requirements. The surgeon intended to plan the initial registration points in the brainlab software at level t4, but identified the wrong vertebra on the scan and thus mistakenly planned the points at level t5. On the patient, the surgeon acquired points on the vertebra t4 (without acquisition of points at the sides of spinous process, which is recommended), which the software then tried to match to t5 on the preoperative scan, based on the initially planned points. This caused the navigation software to not find an as accurate match in the region of interest as desired for this specific procedure between the preoperative image data set and the actual patient anatomy. Apparently, the resulting deviation in navigation was not detected by the user with the appropriate and necessary verification checks after registration (at the verification steps) and/or prior to (and during) planning and placing the screw at left t4. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the thoracic spine for a t4-t9 posterior fusion for a fracture at t6-t7, with intended placement of 8 pedicle screws for fixation (at t4, t5, t8, and t9), was performed with the aid of the display by the brainlab software spine & trauma 3d navigation 1.5. A preoperative CT scan was acquired 3 days prior to the surgery, for use with navigation. During the procedure the surgeon: positioned the patient prone and attached the navigation reference array on spinous process of t5. Intended to identify and plan the required three initial registration points on vertebra t4 on the preoperative CT scan in the brainlab software, but actually planned them mistakenly at t5. Acquired the initial three registration points using the brainlab pointer on the patient anatomy, at the patient's (actual) t4 vertebra, and proceeded as required to acquire additional registration points on the bone surface of the t4 vertebra, to match the display of the navigation of the preoperative CT scan to the current patient anatomy. Verified and accepted the accuracy of this registration to proceed. Calibrated a non-brainlab pedicle finder and hand drill to the navigation, and verified and accepted the accuracy of the calibrated instruments to proceed. Used the navigated non-brainlab pedicle finder and hand drill to prepare the screw path in the pedicle at left t4, and placed a screw down the prepared path with a non-navigated, non-brainlab screwdriver. Used the navigated non-brainlab pedicle finder to prepare the screw path at right t4, and placed a screw down the prepared path with a non-navigated, non-brainlab screwdriver. Placed the navigated pointer at t5, and determined the display of the pointer on the preoperative CT in the navigation software did not match its actual position on the patient anatomy: the pointer was displayed at the fracture site at t6-t7 on the preoperative CT in the navigation software. Removed the navigation reference from t5 and acquired fluoroscopic images to view the screw placements at t4. Determined from the fluoroscopic images that the screw at left t4 was 15mm inferior to its intended position. Removed and repositioned the screw at left t4 using conventional methods (without the use of navigation). Continued the surgery, placing the remaining screws using conventional methods, and completed the surgery. According to the surgeon: the misplaced screw was detected by the surgeon with fluoroscopic imaging during the surgery, and the screw was repositioned to the intended location during the same surgery. The outcome of the surgery was successful, with all screws placed to their intended positions at the end of the surgery. There was no actual harm/negative clinical effect to the patient due to the incorrect screw placement, nor was there any direct (or increased) risk of harm to a critical structure due to the incorrect screw placement. There was no prolongation of surgery/anesthesia due to the problem; there were no further medical/surgical remedial actions necessary, done, or planned for this patient, and hospitalization was not prolonged either.